Event description:
The healthcare professional (hcp) reported there was some difficulty with telemetry at refill (B)(6) 2011. A dye study was performed that day. The dye study did not reveal any problems. The patient was discharged and later the patient called hcp to report the pump was alarming. The pump was interrogated and revealed a pump memory error; the pump was stopped for 24 hours. This time correlated with the time the patient was in the office per the reporter. There was no volume discrepancy noted. The patient experienced increased pain over the last week; also noted nausea and diarrhea. The drug in the pump was morphine 50 mg/ml.

Event description:
It was reported that the patient experienced drug withdrawal and a "major increase in pain." The pump and catheter were replaced on (B)(6) 2011 due to normal battery depletion. It was indicated that the devices will not be returned to the manufacturer. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Catheter: model # 8703, lot # j93111859, implanted: (B)(6) 1993, explanted:unknown.